Event description:
It was reported that the cable of the handpiece is damaged.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: no deviations found in the manufacturing documents. There a deep significant and clearly visible cut in the handpiece cable found. The cut goes deep into the cable coating down onto the shielding. The damage was most likely caused due to contact of the handpiece cable with metallic sharp edged instruments during cleaning or by cuts with a scalpel. Although a real root cause could not be determined the alleged event is most likely caused due improper handling during intra-operative procedure or cleaning. Both are regarded as not device related but rather as user related.

Event description:
It was reported that the cable of the handpiece is damaged.